Event description:
Tubing was hooked to neptune suction at the end of the case to drain fluid from bags. Canister (cylinder) on about mid section on 4-lead arthroscopic irrigation set exploded. Pieces of the canister (cylinder) went flying across the or. One piece was found on mayo holding camera, light, shaver.